Manufacturer narrative:
(B)(4). Additional information requested and received: did the device eventually open allowing for removal without any complications? If the device did not open, how was the device removed from the patient? It is unknown to me exactly how it was removed from the tissue but I was told that the surgeon did not have to resect tissue unexpectedly to remove the device. The analysis found that one pse45a device was returned in good visual condition and with an ecr45w partially fired 1/10 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested and received: it was reported that the surgeon was unable to open the device. It was removed from the tissue without complication. Did the device eventually open allowing for removal without any complications? If the device did not open how was the device removed from the patient?

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was placed on a renal vessel and closed. It is believed this firing was the first firing of the device and it was loaded with a white load. When the firing trigger was pulled the device made a sound but did not fire completely. The surgeon was then unable to open the device. It was removed from the tissue without complication. An ets45 was opened and the case completed without any complications. There were no adverse consequences for the patient.